Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 245mg/dl (meter), 375mg/dl (lab). Tests were done within < 10 minutes with a difference of 27%. Pt did not experience any adverse events. No further info has been reported. Note- in the medical potential tab it states that the customer compared against lab, but used blood that they drew from this vein.